Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the distal end with ccd module fluid damage, the segment fluid damage, the control body fluid damage, the ccd module fluid damage, the light guide fiber bundle (lcb) fluid damage, the us connector body fluid damage, the lg cable connector fluid damage, the objective lens unit fluid damage, the us connector cable buckled, the control body corroded, the us connector body corroded, the lg cable connector corroded, the operation channel leak, the operation channel cut, the bending rubber cut, the us connector body loosened, the us connector cable bump, and the insertion flexible tube (ift) dented; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).